Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020, with blood glucose of 500 mg/dl. Customer was in emergency room as a result of high blood glucose level. The customer was treated with 2 bags of saline and 10u of humalog. Customer also reported insulin flow block alarm and blood on the cannula. The insulin pump will not be returned for analysis.